Manufacturer narrative:
The customer spoke to an olympus service technician. The service technician advised the customer through troubleshooting steps to clear the line and reinstall the detergent bottle. During troubleshooting, the customer was able to flush out the detergent and clear the error. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor had an e95 "no detergent remains" error. The customer reported priming the line but still getting the error. The customer also reported the unit has not been used for 6 months and the necessary preparations for long term storage were not completed. As reported by the customer, there was no death, injury, or infection due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred because the user did not follow the procedure in the instruction manual for storing equipment when not using for long-term period. The instructions for use have the following statement which can prevent the event: "7.16 preparing the reprocessor for long-term storage: when the equipment will be stored for more than 14 days, follow the procedure described in this section.".